Manufacturer narrative:
Other, other text: additional information: there was no patient involvement. Evaluation results: one cadd legacy plus pump (6500) was returned for investigation in fair condition. The pump had an lcd bleed. A review of the event history log evidenced error code ec1320. This error indicates a software problem. The investigator reinstalled the software. No issues were found with the device giving the false air-in-line errors. The air detector was replaced as a preventive measure however. No functional fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information received indicating that a cadd legacy plus pump gave error 1320. The pump also displayed a false error in line. No adverse effects reported.